Event description:
The customer was hospitalized for low blood glucose, troubleshooting was performed, the programming and bolus history in the pump were correct. In addition, a lead screw test was performed and passed within specifications. Suggested that customer call her doctor to discuss possible causes of low bg's.